Event description:
A malfunction was reported with a backup pump where a specific malfunction code was displayed. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support has arranged to replace the faulty pump.